Manufacturer narrative:
Product evaluation: the product was not returned. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures she has experienced discomfort and has not gotten satisfaction from the implants. Additional information was provided by the consumer that she had a yag laser procedure. She reports that she has also experienced dry eyes, double vision and eye strain since the implantation of the lenses. She has had several pairs of glasses that just don't help. She reports that the correction was worth it. There are two medical device reports associated with this patient. This report is for the left eye.